Event description:
A customer reported that their AED will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 10/08/2019 and placed into service on 1/13/2020 with battery pack serial number (B)(6) . Analysis of the log files from the AED identified that the depleted battery pack was caused by the customer performing excessive self-testing using multiple battery packs and pads not being attached to the AED. AED operated as designed and notified the user of the battery and pads status.